Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (case# mw5055990) in united states on 22-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Consumer had the essure device implanted rather than traditionally having her tubes tied due to the suggestion of her gynecologist in 2008. In less than six months, she had severe pain and bleeding and went to the emergency room several times. Her gynecologist said it was not his issue and sent her to her primary care doctor who sent her to a gynecologist. She had the first surgery and they determined that the essure had punctured her fallopian tube and could not be removed on its own safely. She had 10-20 injections into her abdomen weekly after that to manage the pain while her doctor tried to find a way to remove the essure safely. She was on pain medication as well. She could not work and lost her job. She was at risk of internal bleeding and she ultimately had to have a full hysterectomy. She had only ovaries left. Essure was removed on (B)(6) 2009. For the next several weeks, she could not drive, work, take care of her children etc. She was also now at greater risk of early onset menopause and breast cancer. The seriousness criteria hospitalization and disability were mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device had punctured her fallopian tube. The reported event, regarded as fallopian tube perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain and bleeding after the procedure. In this particular case, an unspecified time after essure placement, patient was submitted to a surgery due to bleeding and pain. During this procedure, a fallopian tube perforation was diagnosed. A hysterectomy was then scheduled and essure was removed approximately 6 months after its placement. Although the exact mechanism of the device perforation was not reported; given event's nature and its positive temporal relationship with essure therapy; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (case# mw5055990) in united states on (B)(6) 2015. Most recent information received on 26-apr-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure punctured her fallopian tube, right coil extruding from right fallopian tube") in a female patient who had essure inserted for female sterilisation. The patient's past medical history included parity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required) with pelvic pain and genital haemorrhage. The patient was treated with surgery (laparoscopy in (B)(6) 2010, surgery to remove the coils via full hysterectomy, only ovaries left). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: in less than six months, she had severe pain and bleeding and went to the emergency room several times and was sent to gynaecologist. She had the first surgery and they determined that the essure had punctured her fallopian tube and could not be removed on its own safely. She had 10-20 injections into her abdomen weekly after that to manage the pain while her doctor tried to find a way to remove the essure safely, then had a full hysterectomy only ovaries left. Diagnostic results: in (B)(6) 2010: laparoscopy: essure had punctured her fallopian tube, right coil extruding from right fallopian tube quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: legal claim received- indication (permanent birth control) and start date of essure were updated, lab data provided and events were added. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and the device had punctured her fallopian tube (right coil extruding from right fallopian tube). Fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain and bleeding after the procedure. In this particular case, the patient was submitted to a surgery due to bleeding and pain. During this procedure, a fallopian tube perforation was diagnosed. A hysterectomy was then scheduled and essure was removed approximately 6 months after its placement. Although the exact mechanism of the device perforation was not reported; given event's nature and its positive temporal relationship with essure therapy; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. This case became legal upon receipt of legal complaint, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Follow-up information received on 19-nov-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device had punctured her fallopian tube. The reported event, regarded as fallopian tube perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain and bleeding after the procedure. In this particular case, an unspecified time after essure placement, patient was submitted to a surgery due to bleeding and pain. During this procedure, a fallopian tube perforation was diagnosed. A hysterectomy was then scheduled and essure was removed approximately 6 months after its placement. Although the exact mechanism of the device perforation was not reported; given event's nature and its positive temporal relationship with essure therapy; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. No further information is expected.